Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope handle was loose. The issue occurred during cleaning and disinfection of an unspecified therapeutic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Event description:
It was reported the rigid video scope handle was loose. The issue occurred during cleaning and disinfection of an unspecified therapeutic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b3; g4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: handle is loose due to component failure of main body. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.